Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v534679, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient thought his implantable neurostimulator (ins) was dead. The patient had it for 4 years. Patient services asked when did all of this start happening and the patient stated he noticed it friday night when he wasn't passing much urine. Then on saturday he drank 4 of "those plastic things of water" and since then the patient really hadn't passed much urine. The patient has an appointment with his urologist tomorrow and wanted the manufacturer's representative to be present as well to do a device check. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.